Event description:
All of our new fleet of sorin brat2 (for baylor rapid autologous transfusion aka cell saver machines) intermittently give false positive alarms for air detection in the tubing set and then display a "reservoir empty" message on the display. This causes the pump to shut down while blood is being centrifuged or reinfused requiring the operator to restart the device costing valuable time.====================== health professional's impression======================the air detector seems to be the culprit but the company, despite numerous service calls, has not been able to rectify the situation.====================== manufacturer response for cell saver, brat2======================they sent an engineer and service rep about a week after the event occurred.